Event description:
It was reported that while in use on a patient, a 980 ventilator had a "safety valve malfunction." The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The service engineer (se) inspected the device and could not duplicate the reported event however, upon testing , the ventilator failed the exhalation valve filter test. The se found that the filter was occluded and that could have caused the safety valve to open. The se replaced the filter and performed extended self-testing on the device and all tests passed.